Manufacturer narrative:
The patient's previous driveline repair is addressed under MFR. #2916596-2020-00388. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop event. They have a known short to shield on their patient lead and have been previously placed on an ungrounded cable. A review of the log file confirmed the pump stop while the patient was attached to batteries. Speed drops were as low as 0 rpm. This was a single pump stop showing in the log file. Of note, the patient has already had the external portion of their driveline completely replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. The submitted log file captured a pump-stop event on 21dec2022 at 18:13:57 while the patient was supported by battery power. The log file captured low speed events during the pump-stop as the pump speed fell to as low as 0 revolutions per minute (rpms). Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The patient was stable and had no further pump stops. The plan was to continue to monitor as they are not a candidate for lvad replacement. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.